Manufacturer narrative:
To date, the device has not been returned to the legal manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the scope. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h6 "component code" of the initial report, "841 - imager" is being corrected to "525 - tube". Correction to d9, e2, and e3 of the initial report. See d9, e2, and e3 for further details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the air water channel of the device, but the type of material or definitive root cause cannot be determined. It is also unknown if the reprocessing of the device by the customer was practiced in accordance with the instructions for use (IFU) as the customer did not provide their reprocessing steps despite good faith attempts. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.